Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic episode with a lowest blood glucose of 60 mg/dl, which was treated with oral carbohydrates (two servings of grapes), and the user later reported a current blood glucose of 133 mg/dl without further issues. Symptoms included hypoglycemia without loss of consciousness, dizziness, or other acute complications. Outcomes included no hospitalization, no professional medical intervention, no ketone testing, and resolution after self-treatment. Investigation included complaint handling with troubleshooting and education on potential causes of low blood glucose. Investigation of this case revealed no device alarms or alerts and no device malfunction was identified, and the cause of hypoglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown.